Event description:
Boston scientific received information that this defibrillator presented a non-sustained ventricular tachycardia (nsvt) after post implant procedure. The field representative inquired what air bubble looks like in the strip and how often the patient is shocked. Boston scientific technical services (ts) discussed that since the episode occurred only once, could rule out connection problems and most likely the cause was air bubbles. Ts discussed about air issues, shocks and suggested to do some isometric/pocket manipulation. This defibrillator remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.